Event description:
A 7.0ml bolus of tpa was given and the IV pump was set at 63.4mls. The pump finished infusing after 1 hour; however,the pump read that 63.4 mls had infused yet 39 mls were remaining in the tpa bottle. The patient did not receive all of the tpa that was ordered by the physician because the pump did not infuse the set amount of the drug. The patient did not sustain any adverse reactions as a result of this issue.